Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was activated on the (B)(6) 2022 and since then has never had speech understanding with the device. The user has never heard anything that sounds like speech, just "bells and beeping" and "robotic" but unintelligible speech, with 0% speech understanding consistently since activation. Imaging is being arranged.

Event description:
The user was activated on the (B)(6) 2022 and since then has never had speech understanding with the device. The user has never heard anything that sounds like speech, just "bells and beeping" and "robotic" and unintelligible speech, with 0% speech understanding consistently since activation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition the recipient experiences pain when stimulating the most basal channel due to undetermined reasons. Further the recipient never had good benefit with the device. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user was activated on the (B)(6) 2022 and since then has never had speech understanding with the device. The user has never heard anything that sounds like speech, just "bells and beeping" and "robotic" and unintelligible speech, with 0% speech understanding consistently since activation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.